Event description:
New information received states that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert from their implantable cardioverter defibrillator. Upon interrogation, the device exhibited an alert for charge time limit exceeded during capacitor maintenance. On (B)(6) 2017, the patient presented in clinic and the device's charge time was long. No device intervention was performed. Patient was stable.

Manufacturer narrative:
The reported event of extended charge time was confirmed. The device¿s high voltage capacitors were analyzed and both of them were found to have high leakage current. The long charge time was caused by the anomalous high voltage capacitors.